Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: the black box revealed multiple ¿call service (cs) 087¿ alarms. The returned battery/cartridge caps were used during investigation. During investigation of the returned pump, a ¿cs69¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs69¿ failure was found to be written as a ¿cs87¿ failure in black box. A component failure was found on the pcb.